Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels, and feels that the insulin pump is not delivering insulin as it should. The customer stated that he used the tubing clamp to cut off the flow of insulin, and didn't get an alarm. Advised that the insulin pump would be replaced. Nothing further was reported.